Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they had a low blood glucose of 43 mg/dl. Customer treated for low blood glucose with food. It was unknown if automode feature was in use at the time of the event. Insulin pump will not be returned for analysis.